Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On the morning of two days prior, the patient claimed the reported meter would power off during use; and that she did not obtain a blood glucose reading. Approximately eight hours later, at 8:30pm, the patient said she experienced the symptoms of weakness and sweating. The patient administered self-care by drinking soda; she did not seek any medical attention or treatment. During the troubleshooting telephone call, the meter was found to not power off before the allotted time. The meter, test strips and control solution were replaced. No power issue occurred during troubleshooting. The patient allegedly suffered symptoms suggesting severe hypoglycemia after the power issue with the reported meter, and she received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.